Event description:
The end user reported that whilst driving on a sidewalk the wheelchair pulled the end-user up the sidewalk and spun the end user out of the wheelchair. Prior to the date of the event, the e-motion wheels drove 5 feet and stopped with an error code 6 and with series of accustic signals. End user switched the e-motion wheels off and on but the pattern (driving 5 feet and stop with error code 6) repeated itself. The end-user received medical intervention, the doctor diagnosed a concussion and pain in shoulder.

Manufacturer narrative:
A detailed investigation of the returned wheels was performed. We found both wheels quite soiled and unkempt. We assume rough use and little maintenance. The dirt makes it difficult for the hand rims /sensors to return to their original position. One wheel (the left one in this case) could only return to the initial position with difficulty, which could have had the effect that the wheel software perceived this as a too long (and therefore non-valid) driving signal / driving impulse and interrupted the support of the wheel (protective function) as intended. The error memory of this wheel revealed that a high number of hand rim sensor error have been logged, which supports this assumption. The instructions for use refer to this protective function on page 26: "the signal coming from the push rim is present for longer than one-wheel rotation." The present description of the end customer: ¿prior to the date of the event, the e-motion wheels drove 5feet and stopped with an error code 6 and with series of acoustic signals. End user switched the e-motion wheels off and on but the pattern (driving 5feet and stop with error code 6) repeated itself¿ fits this assumption. In summary the device had / has no malfunction, but reacted, as intended with ¿hand rim sensor error¿ code and termination of drive support. The device duly notified the user of an error several times with error codes as well with audible signals prior to the event, but the device was continued to be used without considering the emitted errors described in IFU page 26 ¿the signal coming from the push rim is applied longer than one wheel rotation. Defect in the wheel, repair required.¿ we make the educated guess that the incident described could most likely have been avoided by paying attention to the acoustic warning signals described in the IFU.

Manufacturer narrative:
This event occured in the u.s. It was reported that the device pulled the end- user up the sidewalk and spun the end user out of the wheelchair. Prior to the date of the event, the e-motion wheels drove 5feet and stopped with an error code 6 and with series of accustic signals. End user switched the e-motion wheels off and on but the pattern (driving 5feet and stop with error code 6) repeated itself. The end-user received medical intervention, the doctor diagnosed a concussion and pain in shoulder. Alber gmbh will begin the physical evaluation of the device once the device arrives at our premises (device is in transit).

Event description:
The end user reported that whilst driving on a sidewalk the wheelchair pulled the end-user up the sidewalk and spun the end user out of the wheelchair. Prior to the date of the event, the e-motion wheels drove 5feet and stopped with an error code 6 and with series of accustic signals. End user switched the e-motion wheels off and on but the pattern (driving 5feet and stop with error code 6) repeated itself. The end-user received medical intervention, the doctor diagnosed a concussion and pain in shoulder.